Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the unit's rpm was below specification and was out of calibration. The motor, plug harness assembly, bearings, switch, and spring seal were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the device was in need of repair. There was no harm or delay reported. No adverse events were reported as a result of this malfunction. Upon investigation, the unit's rpm was below specification.